Manufacturer narrative:
The pump was received with a blank screen due to the moisture damage on the lcd board. They were unable to perform the displacement test due to the blank screen. The pump was received with a cracked reservoir tube lip and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she was at the lake and had changed out the pump gasket. Customer stated that she walked into the water with the pump for about 15 minutes. Customer stated that her blood glucose was 170 mg/dl before she was in the lake with the pump. Customer can tell that there is some water in the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.